Event description:
Pt reported to device registration dept query re implant status of implanted devices - that two pump systems had to be removed due to infection. They also mentioned they had come down with meningitis, and that the doctor had implanted them in the wrong place. Repeated requests by MFR to verify info with the hcp were unanswered. Pt is on record of being implanted with 3rd pump system as of 02/2000.